Event description:
It was reported intermittently the system failed to boot up. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system needs the single board computer upgrade kit installed. This is awaiting customer approval.